Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast pain and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old caucasian female patient underwent a breast augmentation revision with an unspecified textured gel breast prosthesis on the left and a unspecified smooth gel breast prosthesis on the right and experienced bilateral breast pain and bilateral ruptures post-operatively, which was diagnosed with an ultrasound. Anisomastia was also reported on the right as deformity was mentioned. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.

Manufacturer narrative:
On august 15, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the gel textured 500cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was found within the siltex cracking, measuring approximately 5.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).